Event description:
Reporter noted the tip of laser, piece of fiber, came off in eye during use. Retrieved fiber from retina with forceps. No pt injury occurred, but surgeon felt it could cause injury if it recurs.